Event description:
It was reported that .. "During xia3 surgery, the screw of one side of crosslink could not be turned. The surgeon used another crosslink."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "During xia3 surgery, the screw of one side of crosslink could not be turned. The surgeon used another crosslink."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: visual inspection does not reveal any abnormal situation, the mobility of both legs of the crosslink were free. Functional inspection: one the two set screws was reported not able to turn. While trying with a screwdriver, it was made possible to mobilize the set screw without extra-force. The event is therefore not confirmed. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: a xia 3 titanium multi-axial crosslink was returned for investigation as one of the set screws was stuck while trying to tighten it. Surgeon used another item and the surgery was not delayed. No anomaly that could be associated with the event was reported during the manufacturing of this batch. Investigation did not confirm the reported event as it was easy to mobilize the set screw during functional inspection. As there is no product non conformity confirmed, no corrective action could be proposed.